Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint (B)(4). Investigation summary : examination of the returned instrument case confirmed the complaint of peeling. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Examination of the returned instrument confirmed the complaint; material is peeling from the inserts and the case is nicked scratched . The root cause can be attributed to device wear from normal use and servicing, and has been subjected to heavy usage and decontamination procedures. A search of the complaint database search did not identify any trends of product failure. Based on the root cause of device wear from normal use and servicing, the need for corrective action was not indicated. Complaints will be monitored under sep 419 post market surveillance. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The material in the core cases is peeling, it's not complying anymore.